Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that under ra2014-169, 1xlot# er6ee2 was found to be non-conforming during inspection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event reported for the reported manufacturing lot the subject device has been identified as within the scope of nc pr and related CAPA pr. A supplier manufacturing nonconformance has been identified and investigated under the nc and CAPA records.

Event description:
It was reported that under ra2014-169, 1xlot# er6ee2 was found to be non-conforming during inspection.